Event description:
It was reported that the patient underwent a spinal surgical procedure at l4-s1. It was reported that sometime post-op two screws were found broken. It was reported that 15 months post-op, the patient underwent a surgical procedure to have screws implanted at l3 to support the broken screws. Two months later, the patient underwent and additional surgery to implant a plate and bone graft due to the broken screws. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.